Manufacturer narrative:
The medical center did not return for analysis the impella pump product. No imaging of the ischemic limb nor data logs from the impella console were returned for analysis and investigation. The patient had known peripheral arterial disease. The cause of the limb ischemia is patient condition.

Event description:
A patient with multiple cardiac and oncologic comorbidities was admitted in cardiogenic shock. She had an impella cp placed for hemodynamic support. The cp allowed for cardiac angioplasty to occur. At conclusion of the intervention, her leg began to become mottled. The color change was indicative of limb ischemia. The team made choice after 10 hours of support to explant the cp from the ischemic leg and place another impella via the axillary artery insertion. Vascular surgery intervened and restored flow to the limb.